Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor was not able to be interrogated. The device was in backup operation. It was unknown if this was due to low battery. No intervention was performed. No additional information was reported.

Event description:
New information noted that it was suspected that the device had reached end of life. Premature depletion was not suspected.